Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Noisy motor noted during testing due to faulty motor. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip. Corroded lcd board noted during visual inspection.

Event description:
The customer reported that the insulin pump was slow, unsresponsive, and had a frozen screen. The customer's blood glucose was 149 mg/dl at the time the issue was reported. The customer stated that the insulin pump was exposed to water. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.